Event description:
Customer called to complain of meter reading "hot" all the time. Troubelshooting by phone confirmed device read "hot" as soon as it was turned on. The device was replaced and the defective one returned for investigation.